Manufacturer narrative:
This device is not repairable and will not be returned to the user facility.

Event description:
While testing the tps handpiece cord before a procedure it ran the handpiece without user activation. There was no patient involvement and no adverse consequences associated with this event.

Manufacturer narrative:
The concomitant product, the remb electric wiredriver, was evaluated and the complaint of spinning by itself could not be duplicated. The stryker representative determined that the tps handpiece cord was at fault and replaced the cord. Investigation of the cord will begin when the cord is returned. The tps handpiece cord was determined to be the problem & the stryker representative replaced the cord. The cord has not yet been received.

Event description:
While testing the tps handpiece cord before a procedure it ran the handpiece without user activation. There was no patient involvement and no adverse consequences associated with this event.

Event description:
While testing the remb electric wiredriver before a procedure it ran without user activation. There was no patient involvement and no adverse consequences associated with this event.

Manufacturer narrative:
The investigation is in progress: a follow-up will be filed upon completion.